Event description:
It was reported that 2 1/2 hours into treatment, the venous bloodlines separated from the arterial extension resulting in 50cc blood loss. The nurse was standing next to the pt and was able to reconnect the lines quickly so that no alarm sounded because the venous pressure did not drop. The connections were not taped. The machine is a f2008h. The catheter is still being used without incident.